Manufacturer narrative:
(B)(4). Conclusion: there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The patient¿s peritonitis is likely related to a breach in aseptic technique. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported having trouble with setup and was advised to reset with new supplies on (B)(6) 2017. During follow up the patient¿s nurse reported the patient had peritonitis. Medical records were reviewed by a post market surveillance clinician. The pd nurse reported that the peritoneal dialysis patient presented to the clinic with abdominal pain and cloudy effluent on (B)(6) 2017. The pd nurse also stated that the patient has reset up with the same bags from a previous set up with a new tubing set. The pd nurse reviewed set up with the patient using aseptic techniques. The patient was diagnosed with peritonitis following a positive culture for the organism klebsiella gram negative bacilli. The patient was not hospitalized. The pd nurse reported that the patient was treated with the antibiotic ceftazidime 1000mg once daily via the intraperitoneal route with a six hour dwell time for a total of 14 days. The patient was later also treated on (B)(6) 2017 with the antibiotic levofloxacin 250 milligrams every 48 hours for seven days by mouth. The patient has been receiving peritoneal dialysis treatment since (B)(6) 2014. The pd nurse stated that it is believed that the source of the peritoneal dialysis was most likely a breach in aseptic technique.